Event description:
It was reported that the procedure performed was to treat the left subclavian artery. Resistance was noted when removing the stylet/protective sheath of the 9.0x29mm omni elite vascular balloon-expandable stent (bes), force was applied and the bes dislodged when the yellow protective sheath was being removed, prior to entering the body. It was noted that one side of the stent appeared frayed. A new omnilink stent was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
The device was returned for analysis. The reported device dislodged or dislocated was confirmed. The reported difficult to remove could not be tested due to the device condition. The reported improper or incorrect procedure or method could not be tested as it is based on operational context. The reported stent break could not be confirmed; however, stent deformation was observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that force was applied when removing of the stylet/protective sheath on the balloon-expandable stent system (bes). It should be noted that the omnilink elite instructions for use (IFU) states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. It is unknown if the IFU deviation( directly caused or contributed to the reported event. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. It is possible that inadvertent mishandling during sheath or stylet removal or during device preparation, may have contributed to the reported stent dislodgement and observed stent damage; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.